Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements on the right atrial (ra) channel. No adverse patient effects were reported. This patient remained under monitoring. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available be updated.